Event description:
Caller alleges that the following results were obtained on a neonate patient using the inform system, compared to a lab result, within 10 minutes: 33 mg/dl, 94 mg/dl, and 53 mg/dl (inform) and 43 mg/dl (lab). All samples were taken from the same heelstick. Nurse waited to feed the baby until the lab result was obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.